Manufacturer narrative:
(B)(4). Batch # l90746. The analysis results found that the el5ml device was returned in good condition; upon visual inspection, two clips were noted to be jammed inside the shaft. The clips were removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eight conforming clips; in addition the jaws opened and closed as intended. The jammed clips may have contributed to the jaws not closing properly; however, no conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon could not close the device around the vessel. The jaws would not close completely. Another like device was used to complete the procedure. There were no adverse consequences for the patient.